Event description:
It was reported that the index procedure on (B)(6) 2014 was to treat a 95% stenosed, mildly calcified lesion in the moderately tortuous mid left anterior descending (lad) artery. After pre-dilatation was performed, the 3.0x38mm xience xpedition stent delivery system (sds) was successfully deployed, followed by post-dilatation and the patient was discharged. On (B)(6) 2014, the patient was readmitted with acute chest pain. Angiogram revealed in-stent thrombosis and the vessel was totally occluded. Angioplasty was performed, followed by deployment of a 2.5 x 23mm xience pro sds. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effects of angina, occlusion, and thrombosis are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.